Event description:
The ge oec 9800 fluoroscopy system vertical lift column would not operate when the up/down button was activated the first time.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the up/down lift cable. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.